Event description:
It was reported that the 7900 fluorostar system would frequently trip the fuse. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The tsrl5 kit was installed during the service call.